Event description:
The customer stated that the central monitoring system (cns) was showing a boot disc error message and does not know if the unit spontaneously did this or this related to a power related issue. The customer also indicated that no one had restarted the central station prior to incident. Reference MFR # 8030229-2015-00071.